Event description:
It was confirmed that the implantable neurostimulator (ins) became overdischarged. It was unknown what number of overdischarge it was. A physician mode recharge was performed. Device replacement was the result of this event. No patient symptoms or complications were associated with this event. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The company representative did not know the cause of the overdischarge. The patient was doing well with her spinal cord stimulation (scs) since replacement.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).